Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A version of the customer's report was observed during initial testing of the device. However, the device was able to power on using battery power with our test battery, but failed to power on using ac power. The ac charger was replaced. It is possible that the battery used during the event was depleted, this could not be firmly established as the battery was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.